Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The distal tip is fractured away from the screw and it was not returned. There is debris on and in the channel of the device. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the provided photo was reviewed; however, it does not provide any clinical insight into the reported breakage. A review of the polymer specification found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction surgery, the biosure screw broke after implantation. All the broken pieces were removed with tweezers. The procedure was completed without surgical delay using a smith and nephew back up device on the originally drilled bone hole. No further complications were reported.